Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a supracervical hysterectomy and bilateral salpingectomies on (B)(6) 2014. It was reported that the patient underwent removal surgery and mesh implantation on (B)(6) 2018 and another removal surgery on (B)(6) 2018. It was reported that the patient experienced erosion, pelvic, vaginal, abdominal and groin pain, bloating, ramping pressure, urinary infection, urinary incontinence, leakage nocturia, hematuria, dysuria, vaginal bleeding, hysterectomy, odor discharge, burning pain and scarring. It was reported that the patient had previously underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. Other implanted product is captured in a separate file. No additional information was provided.